Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). After a guide wire crossed the arteriovenous of rca, the thrombus was suctioned and predilation of the lesion was performed using a semicon balloon catheter. Then a 16 x 3.50mm promus premier stent was advanced but was unable to cross the lesion. When the device was removed from the patient's body, it was noted that the distal portion of the stent was lifted. The procedure was completed using a 3.5x20mm promus premier stent. No patient complications were reported and the patient's status was good.